Event description:
The hospital reported t.w. Power supply stopped working and does not turn on. They swapped out cables etc to specify the problem was the vh-3010. There were no patient effects since the problem was discovered in test/prep.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h6, h11. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device serial conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.